Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: dr.(anesthetist) reported that it was impossible to advance the catheter through the swg due to the presence of small bumps where the markings are. The catheter resists, stops and get damaged. Usually, the small bumps are not noticeable. Clinical consequences: none. Catheter changed with same size and could go through the small bumps of the same swg marking.

Event description:
It was reported that: dr.(anesthetist) reported that it was impossible to advance the catheter through the swg due to the presence of small bumps where the markings are. The catheter resists, stops and get damaged. Usually, the small bumps are not noticeable. Clinical consequences: none. Catheter changed with same size and could go through the small bumps of the same swg marking.

Manufacturer narrative:
(B)(4)